Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that it was unknown if the hematoma was related to the device and/or therapy. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3537, serial# unknown, product type: programmer, patient; product ID: 3057, lot# unknown, product type: screening. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018: the patient reported that she has not felt any stim since the trial started. The patient stated the person at the hcp office told her to turn it off for a few days and then try because they are not sure if they hit a blood vessel or what. The patient could not get the controller to turn it up .the patient services had patient try turning stim on and up on the left. The patient increased to 12 and still felt nothing. The patient services had patient try switching to the right to see if she felt stim on that side. The patient did increased but still did not feel stim fluttering she only felt a soreness. The patient services asked patient to decrease the stim and it said it had reached the lower limit. The patient services had patient switch back to left and put stim at a level 3 or 4 to prevent any uncomfortable stim. The patient stated maybe she doesn't feel it because she might have a high tolerance as she hasn't even taken any pain pills yet. The patient reported couple days later that she was on a 2.5 stim and was not feel ing stimulation. Patient had previously increased her stim to 5-6.0 with no stim sensation. The patient was walked through how to increase stim, got to 12.0 and got a message indicated settings not available. Unable to change sides due to "clinician mode, please enter code" message. The issue was not resolved at the time of this call. Additional information reported on 2018-05-02 that patient had hematoma and the lead was removed and scheduled for a different time. The patient indicators for use are urge incontinence. No further complications were reported/anticipated.